Event description:
Customer reported a past event of high blood glucose, with the highest level displayed as "high," but the specific value was unknown. Cause was not known. Customer took corrective actions by administering a correction injection via manual daily injections, and control iq feature was active at the time. Recommendation was made to consult a healthcare provider in regards to diabetes management.